Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis; cause was unknown. Contact reported that there were no issues with pump or supplies. Although requested, contact declined to provide any additional information.